Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was inoperable. It is unknown when the patient lost therapy and if the ipg depleted prematurely. Surgical intervention was undertaken to explant and replace the ipg. Effective therapy was established postoperatively.